Manufacturer narrative:
(B)(4). Evaluation, results: death, endoleak. Pre-operatively ruptured aneurysm, mi. Stent graft was used to repair a pre-operatively ruptured aneurysm. Conclusions: pre-operatively ruptured aneurysm, mi. Stent graft was used to repair a pre-operatively ruptured aneurysm.

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The patient's aneurysm was originally detected two years ago; however, the patient refused treatment at that time. It was reported that the patient presented emergently with an unknown size ruptured aneurysm. The vessels were moderately calcified. After the stent grafts were implanted, the final angiogram showed there was a diffused blush type IV endoleak that was located at the distal third of the bifurcated stent graft. The decision was made to monitor the patient in 30 days. Further information was received indicating that a type ii endoleak could not be conclusively ruled out. It was also reported that the patient had an mi and expired four days post implant. A contralateral limb and two extension limbs were also implanted as part of the procedure (ref MFR # 2953200-2011-00883 and 2953200-2011-00884). No further information was provided.